Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported the pod continues delivering basal insulin despite low blood glucose alerts and values below the set limit of 3.8 mmol/l. Additionally, the pod has delivered more than one unit of insulin even though the blood sugar is close to 2 mmol/l. The pod is signaling low blood sugar, but continues to deliver insulin.

Manufacturer narrative:
It has been reported the pod continues delivering basal insulin despite low blood glucose alerts and values below the set limit of 3.8 mmol/l. Cloud data for the period of 31oct2025-04nov2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found no evidence of an overdelivery of insulin. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The algorithm appropriately reduced and stopped automated insulin delivery as estimated glucose values decreased towards and below the user's target, and only resumed automated insulin delivery when estimated glucose values were predicted to increase sharply or for several cycles. This can occur with estimated glucose values below the user's target, however no instances of the algorithm suggesting automated insulin while estimated glucose values were below 3.33 mmol/l (60 mg/dl) were observed in the data. No evidence of issues with the system were observed in the available data.